Event description:
The customer alleged the unit was leaking fluid. The customer stated, the exhaust valve on the air compressor was leaking fluid. The customer decided to repair the unit locally and requested the part number for the valve since the spring inside the valve was bent when the customer attempted to repair it. A service was not requested. Subsequently, the customer stated water and cidex opa solution leaked outside the unit. No injuries or adverse effects were involved. The customer repaired the unit. It is in operation.

Manufacturer narrative:
Capital equipment evaluated at the customer site. The customer replaced the solenoid valve. Method: customer repaired the unit.